Event description:
It was reported that during a da vinci si hysterectomy procedure, the harmonic curved shears insert fell inside the patient. The piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm was detached from the distal end. One side of the distal end shaft feature that mates with the clamp arm pins is bent backwards. The evidence is not conclusive, however, it appears that the damage is likely due to mishandling/misuse. The detached clamp arm was returned with the insert. No other damage was found. The instruments and accessories user manual specifically states: avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.